Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited shock impedance measurements that were intermittently >125 ohms. The impedance was typically between 50-80 ohms in the daily measurements. Some noise was induced on the shocking channel. A boston scientific technical services consultant discussed a potential loose setscrew, and suggested performing a shock to evaluate the lead impedance. Continuing to monitor the lead or performing an invasive procedure to verify connections was also discussed.